Manufacturer narrative:
(B)(4). Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
Customer reported that when installing the device in the patient, the endotracheal tube balloon lost air. The tube was removed and replaced. There was no patient harm.